Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that a dexcom app crash occurred. On (B)(6) 2025, at approximately 2:44 pm, the patient passed out while retrieving laundry from the floor. The patient was unaware of her glucose level at the time due to a malfunctioning app. She reported that the last thing she remembered was reaching for laundry, and upon regaining consciousness, her husband was attempting to revive her by gently rubbing her face with a cloth. No medical treatment was documented following the incident. At the time of this report, the patient is stable and reports feeling okay. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.